Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of nsvt with noise on the discrimination channel were noted via merlin.net transmission. The patient was not reported to be symptomatic. There were no other lead anomalies. Lead testing and isometrics during the patient's next follow-up was suggested. No further information is available.